Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns showed high impedance during system and normal mode diagnostics at a routine office visit. Last known good diagnostics were taken in (B)(6) 2010. The vns has been disabled as recommended by the manufacturer. X-rays have been recommended, but have not been taken at this time. It is unk if surgery to replace the vns lead will take place. No adverse events have been reported.